Event description:
Information received by medtronic indicated that the customer was unable to press transfer guard onto vial. Customer stated that the air was hard to remove inside the plunger while filling customer stated that the transfer guard was not properly in place. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.